Manufacturer narrative:
Complaint trending was reviewed for the lot code provided. Two similar complaints were found. Returned product cannot confirm this complaint indication. The complaint condition could not be confirmed as the indicated problem cannot be visually inspected with the returned sample. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. Review of the batch record indicates the product meets specification. No manufacturing assignable root cause could be determined. There is no impact to safety, quality, or efficacy of the product. Based on the investigation, the lack of additional complaints for this lot, the returned sample evaluation, and the acceptable batch record review, no further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an "outbreak" of toxic anterior segment syndrome (tass) at their facility. In a follow up with the customer, it was reported that there were four patients who presented with tass following ocular surgery. There were two surgeon's involved. All four of the tass cases also had glaucoma and three of the patient's had combined cataract and glaucoma procedure. It is unknown at this time which surgery was performed on which patient. This file represents one of the four patients.